Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device at the resmed design house located in (B)(4). The reported single occurrence of a battery inoperable alarm and system fault 180 were confirmed through review of the device logs, however, no faults were reproduced during in-house testing. The investigation determined that the device faults were most likely due to an oversensitive software detection algorithm. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4)

Manufacturer narrative:
The device was received by the (B)(6) center in (B)(6) for evaluation. The evaluation methods, results, and conclusion are not yet finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that a system fault (sf 180) occurred on an astral device indicating a battery charger fault. This resulted in a power failure and unexpected restart of the device. There was no patient injury reported as a result of this incident.